Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned with the outer insulation missing and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and the patient experienced pain around the implantable pulse generator (ipg) incision site. During the system change-out the patient developed tamponade and loss of blood pressure. The patient was stabilized and the rv lead and ipg were explanted and replaced. The right atrial (ra) lead was replaced with no performance issues indicated but tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.